Manufacturer narrative:
Corrected information: name and address. Investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control, was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. No photographs of the failure were provided. The device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. The IFU supplied with the cook device instructs the customer to not insert and/or withdraw introducer or wire guide if any kind of resistance is experience. There is no evidence to suggest that product was not manufactured to current specifications. The method of insertion of the cook sheath into the vessel (without dilator, over he smaller catheter, etc.) Might have led to the vessel wall damage and subsequent bleeding. However, based on the available information, no product returned, and the results of our investigation; a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Concomitant: 2. 5 impella, impella cp, .014 and .018 abiomed wire. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
During a data pull for trending the following was discovered on the maude database: "complainant reported that in 2016 the hospital staff was treating a male who was admitted in an acute myocardial infarction. Upon admission to the cardiac cath lab, the fluoroscopy showed left main (lm) disease and a totally occluded proximal left anterior descending (lad) artery. As the patient was hypotensive, and needed a bridge to surgery (CABG), the impella cp was placed. The cp pump was prepped in the usual fashion, the peel away oscor sheath was removed, and the repositioning sheath was advanced. Shortly afterwards, the impella console alarmed low purge pressure. Trouble shooting began and the discovery of a slow leak at a fissure within the 9f portion of the catheter was discovered. The team made the choice to remove the cp and replace it with another impella, this time the model selected was the 2. 5. To exchange to the 2. 5 impella, the team pulled the cp to the patient's ascending aorta, the anticontamination sleeve was withdrawn completely, and the cp was cut. This would allow the same access site to be utilized, thereby not accessing the contralateral leg. The repositioning sheath was then removed from the cut proximal end and pressure was held at the groin. In an effort to gain sheath access the team attempted access with a 14fr by 30cm cook, and then they attempted to place an 11fr sheath over the cp, both failed. After failing at attempting to place a .014 guidewire between the 11fr sheath and the impella cp, the cp was then removed. The team placed a third sheath, the 14fr by 13cm cook, over the .014 wire, before exchanging the wire for the abiomed .018 wire. The 2. 5 impella was then successfully placed in the left ventricle for support. The repositioning sheath of the 2. 5 was advanced into the 14fr sheath, but there was observed oozing of blood at the sheath and fluoroscopy showed a significant bleed/vessel damage. Vascular surgery was consulted, and the decision was made to access the contralateral leg, and place the impella 2. 5 there so that a vascular repair could be done. The surgeon was noted to successfully repair the artery and no lasting harm or injury to the leg." The device will not be returned.